Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the patient¿s generator change the rvtip-to-rvcoil and rv defib impedances have spiked several times on the right ventricular (rv) lead, but in the past had measured normal in clinic. It was noted a rvtip-to-rvcoil impedance warning had been triggered. It was also indicated that the rv lead may have not been well connected to the new generator as coil impedance was intermittently high. A possible lead fracture was also questioned. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.